Event description:
It was reported that the patient had palpitations. It was reported that the atrial lead had a fracture, had an insulation break, was undersensing, had noise, and had decreased impedance. The ventricular lead had decreasing impedance and increasing thresholds. The device was reprogrammed until the leads were explanted and replaced. Additionally, a lead had been attempted but was not placed due to positioning issues with the patient's anatomy. An epicardial lead was placed and the transvenous lead was capped until it was explanted years later. The lead was explanted and subsequently tested out of specification during analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment was returned, analyzed, and the outer insulation had a breached depression. It was also noted that the proximal conductor was distorted, all conductors had blood/body fluid (not obstructed), the distal conductor was fractured due to overstress, the outer insulation was breached cut, and the outer insulation had a white substance. (B)(4) the full lead was returned, analyzed, and the outer insulation had a breached depression. It was also noted that all conductors had blood/body fluid (not obstructed), the outer insulation had a white substance and the lead was stretched. (B)(4) the proximal segment was returned, analyzed, and the outer insulation had a breached depression. It was also noted that all conductors had blood/body fluid (not obstructed), the distal and proximal conductors were fractured due to overstress, the proximal conductor was melted, the outer insulation had a white substance, and the outer insulation had a cosmetic depression.